Event description:
General report rec'd of an undocumented number of undocumented incidences of IV access loss due to "the syringe sticking" when flushing the IV access. After insertion of the IV access device, the clinician used the pre-filled syringe to flush. The reporter stated that the pressure needed to push the plunger of the syringe was so hard to overcome, the IV accesses were lost as they were flushing. Clinicians were able to restart all lost IV accesses without problem. Add'l info was requested, but no further info was available.